Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions). It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit not charging batteries. There was no patient involvement and no harm reported. A getinge field service engineer (fse) evaluated the unit and resolved the issue by replacing reel, ac power cord. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use. The defective components were received for further investigation. The failure analysis and testing dept. Received part number: 0012-00-1688-01, sn: (B)(6) ametek with a reported unit failure of the batteries not charging. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture serial number: (B)(6) and tested the part to factory specifications per the cardiosave service manual part number: 0070-00-0639 revision r. Confirmed the failure. No root cause defined. Retaining the part in the failure analysis and testing department per procedure number: 0002-07-d008 rev. Aq. The non-conformance's with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check by the customer, the cardiosave intra-aortic balloon pump (iabp) unit not charging batteries. There was no patient involvement reported.